Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a complete drawer failure. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer completely failed and could not be recovered. The field service engineer replaced the module controller board successfully. After rebooting the system, all pockets were recovered in the application. The repair was verified by running a hardware test application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.